Event description:
It was reported that after stenting the lesion in the circumflex with a promus 3.0x23, the nc trek was going to be used for postdilatation; however, it would not inflate at all after several tries. The nc trek was removed with no issue and another nc trek of the same size was used successfully. There was no clinically significant delay in the procedure and there was no adverse patient sequela. No additional information was provided

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned nc trek catheter noted blood visible on the loosely folded balloon, shaft and in the hub, inflation lumen, balloon and in the guide wire lumen and contrast in the inflation lumen, consistent with preparation and a leak while in the patient anatomy. The support mandrel was protruding through the shaft 9.8 centimeters proximal to the guide wire exit notch. The hypotube and the shaft were kinked at the same location. An attempt was made to pressurize the balloon catheter when fluid leaked out the hole in the shaft where the support mandrel was protruding. In this case, it is likely that the shaft kinked during advancement in the lesion as there was no damage noted to the catheter during the inspection prior to use which suggests a product deficiency did not contribute to the reported difficulties. Further, as the shaft kinked, the support mandrel likely protruded through the outer member material at the kink location, resulting in the noted leak. A search of the lot history record indicated no non conforming material reports for the lot and a search of the complaint database indicated no other incidents. There is no indication of a lot specific product quality deficiency. All dilatation catheters are visually inspected for damage, including at the point where the protective sheath is placed over the balloon. All products are leak tested prior to packaging and a sampling of units is destructively tested to verify the balloon rated burst pressure and catheter lumen integrity prior to release. Additionally, a sampling of units is destructively tested to verify lumen integrity.